Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012269293 was returned and analyzed. The steering function was normal, with the distal catheter tip responding with the expected rotation in both directions. The slide function was as expected, and the shape of the capture device was unremarkable with no atypical features. The catheter was connected to a test catheter interface cable without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. X-ray imaging revealed that the shell of the catheter handle connector receptacle properly mated with the test cable connector plug without any interferences. Mechanical verification of the steering and slide mechanisms showed the slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guide wire lumen, no kinks were observed along the extended portion, indicating proper functionality and alignment of the steering and slide mechanisms. The catheter was reprogrammed before connection to the generator via a test catheter interface cable, and therapy deliveries were successfully performed. Hipot verification testing of the integrity of electrode wires insulation did not reveal any issues. Electrical continuity testin g revealed an open loop at electrode number one. Further inspection through dissection revealed that the electrode wire was detached from electrode number one on the array. In conclusion, the loop catheter did not pass the returned product inspection due to electrode wire to electrode detachment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, noise was observed on electrograms (egm) one and two. The catheter cable was replaced and the catheter was connected to a different port on the mapping system without resolution. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.